Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly reset. Customer loaded a new cartridge and insulin delivery was resumed. Due to the reset, pump date changed and customer corrected date. Customer's blood glucose was 212 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.